Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits, the product code was successfully downloaded. The device was at elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi mode. The device was removed and replaced.